Manufacturer narrative:
Concomitant medical products: a2dr01, ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) leads were accidentally cut by the physician during an unrelated surgery. The leads were capped and the patient was implanted with a leadless pacemaker. No patient complications have been reported as a result of this event.